Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms. Attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an iphone xr phone with ios version 16.1 operating system. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The caregiver indicated the customer received unspecified third-party treatment, however, declined to continue troubleshooting. No additional details were provided. There was no report of death or permanent impairment associated with this event

Event description:
An alarm issue was reported with the adc application in use with an iphone xr phone with ios version 16.1 operating system. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The caregiver indicated the customer received unspecified third-party treatment, however, declined to continue troubleshooting. No additional details were provided. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.